Event description:
The customer reported a reddish leak from the probe of the coulter act diff analyzer after running a patient sample. The volume of the leak was about two drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) assisted the customer in troubleshooting the instrument over the phone. The customer found that there was debris at the bottom of the probe assembly. The customer cleaned the probe assembly, which repaired the leak. The repairs were verified per established procedures. (B)(4).